Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that a patient presented for generator change out due to normal eri. Noise was noted on a new device after it was connected to the lead, which resulted in device inhibition. The device was replaced.